Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was losing power on the side with the tubing-making an odd sound. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D1 - brand name, d4 - primary UDI number and e1 - last name; corrected. H6. Evaluation codes: updated. The device was not returned for evaluation and there is no evidence provided for problem confirmation. Based on review of service history and information provided by the customer, we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.